Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient suffered from a loss of pump therapy, even after multiple adjustments of medication dosage over the course of several months. During a catheter access port (cap) dye study, the physician was unable to aspirate fluid from the cap and made the decision to revise the patient's catheter. During the revision surgery, it was observed that the original catheter anchor was not sutured correctly, and the catheter was observed to be broken. The catheter was replaced, and the tip of the catheter, along with approximately 10 cm of the catheter, were left inside the patient's intrathecal space.